Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the ICD was replaced, the lead was found to have insulation damage. This resulted in continuous discharges causing battery depletion of the ICD.